Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and urinary retention ('unable to urinate') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary retention (seriousness criterion medically significant), proctalgia ("excruciating pain in her rectal area") and pain ("some pain when she tried to go to bathroom"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the medical device removal, urinary retention, proctalgia and pain outcome was unknown. The reporter considered medical device removal, pain, proctalgia and urinary retention to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, unable to urinate,excruciating pain in her rectal area,some pain when she tried to go to bathroom. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.